Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Malfunction code was reset with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged these instructions.